Manufacturer narrative:
Based on the information provided we are unable to determine to what extent if any the davol perfix plug mesh may have caused or contributed to the events as alleged by the patient attorney. The information alleges the patient "underwent additional surgery for excision of the right ilioinguinal nerve." Medical records were not provided and the description does not clearly define why the nerve was excised nor if the device was explanted at that time. According to the warnings section of the instructions-for-use, "to avoid injury, careful attention is required if fixating the mesh in the presence of nerves or vessels." Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2007 - the patient underwent an additional surgery for excision of right ilioinguinal nerve. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2007 - the patient underwent an additional surgery for excision of right ilioinguinal nerve. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: on (B)(6) 2005 - patient was diagnosed with right inguinal hernia thereby underwent open hernia repair with the implant of perfix plug. Per operative notes, "the ilioinguinal nerve was densely adherent to the underside of fascia. The ilioinguinal nerve was resected and ligated. The cord was identified and elevated off the tubercle. The hernia sac with fatty contents were reduced. A large perfix mesh plug was placed and the on lay patch was placed on the inguinal canal. The mesh was secured to the tubercle." On (B)(6) 2007 - patient was diagnosed with right ilioinguinal nerve injury and pain thereby underwent excision of right ilioinguinal nerve. Per operative notes, "the ilioinguinal nerve was found deep to the fascia with scar tissue overlying the mesh. The nerve was ligated and a portion was resected. The wound was irrigated and fascia was closed. Attorney alleges that the patient had infection, nerve damage, pain, hernia recurrence, excision of ilioinguinal nerve and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent if any the davol perfix plug mesh may have caused or contributed to the events as alleged by the patient attorney. The information alleges the patient "underwent additional surgery for excision of the right ilioinguinal nerve." Medical records were not provided and the description does not clearly define why the nerve was excised nor if the device was explanted at that time. According to the warnings section of the instructions-for-use, "to avoid injury, careful attention is required if fixating the mesh in the presence of nerves or vessels." Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 10 months post implant of perfix plug, patient was diagnosed with nerve damage, pain and scar tissue thereby underwent repair. Review of manufacturing records confirms product was manufactured to specification updated fields. (UDI no),. Corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.